Event description:
It was reported that noise episodes were noted on stored egms. The noise was reproducible with arm movements and appeared to be myopotential oversensing. Patient will be brought in for further testing and possible programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.